Manufacturer narrative:
(B)(4).device evaluation:the reported condition of a colleague infusion pump that was damaged was determined to be a malfunctioning pole clamp assembly and was confirmed during product evaluation. This condition was caused by a broken pole clamp. The pole clamp was replaced to correct the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "damaged". Upon product evaluation quality engineering determined the condition to be a malfunction of the pole clamp assembly. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. The customer has declined to be contacted. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.